Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03442 and 0001822565-2017-03443.

Event description:
It was reported that the patient underwent a closed reduction approximately seven months post-implantation due to dislocation and pain. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this report was submitted with the wrong MFR number. This report will be voided, and this event has been reported in 0009613350-2017-01350.